Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 450 units of insulin on (B)(6) 2016, and the initial fill estimate displayed an accurate amount of over 400 units. The customer awoke on (B)(6) 2016, and the insulin gauge displayed a fill estimate 22 units. The customer's blood glucose level was 160 mg/dl. At the time of the call, the customer did not know blood glucose level. Prior to calling, the customer loaded a new cartridge successfully and received an accurate fill estimate.